Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported having strattice (unknown which kind), placed for hernia repair. Subsequently, patient reported, "something let go", "everything has fallen" and "I don't know if it ripped at the bottom or the edges". Patient also reported "I don't have the energy to do it again...I don't want to live with this pain." Device status is unknown at this time.

Manufacturer narrative:
A review of the device history record for strattice lot sp200441 has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Follow up for additional information is ongoing. If additional information is made available, a supplemental report will be submitted.

Event description:
Patient reported having strattice (unknown which kind), placed for hernia repair. Subsequently, patient reported, "something let go", "everything has fallen" and "I don't know if it ripped at the bottom or the edges". Patient also reported "I don't have the energy to do it again...I don't want to live with this pain." Device was explanted.

Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. If additional information is made available, a supplemental report will be submitted. This concludes our investigation.

Event description:
Healthcare professional reported implanting a patient with a 16x20 cm extra thick strattice mesh for a perineal hernia repair. Re-herniation was noticed and patient had a re-operated. Mesh was not explanted as it was not visible when re-operated on the area.